Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument started arcing during cauterization. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arcing appeared to originate and occur between the jaws, and the arc grounded between the jaws as well. Bipolar energy was activated at the time of the arcing event. There was no injury to the patient, and no thermal damage to the instrument or accessory was noted after the event. The instrument tips did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.